Manufacturer narrative:
The insulin pump was received with a frozen screen on full segment display. The problem was isolated to interface board. The insulin pump was unable to confirm alarm due to frozen screen. The insulin pump was also received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a watchdog timeout error alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 247 mg/dl. The customer called back after completing a 2 hour rest-test and the alarm still occurred. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.